Manufacturer narrative:
(B)(4).

Event description:
Data was provided for review and it was observed that there was a loss of connection around the time of the event; however, this is unrelated to the customer complaint. The reported event that the g5 mobile application became frozen. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application became frozen. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of the g5 mobile application being frozen could not be confirmed. A root cause cannot be determined.